Event description:
A hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) in 2008. According to the complainant, "they noticed a split in the tip of the [sphinctero]tome during the procedure." The procedure was completed with a second hydratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient - splitting. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.